Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one powerport MRI isp, groshong catheter in three segments and one cath-lock were received and evaluated. Cath-lock induced rings were noted to the proximal segment. The edge of the break on the distal end of the proximal catheter segment was jagged with a rough granular as well as a smooth rounded surface. Similarly, the edge of the break on the proximal end of the second catheter segment was jagged with a rough granular as well as a smooth rounded surface. The edge of the break on the distal end of the second catheter segment appeared cleanly cut. Similarly, the edge of the break on the proximal end of the distal catheter segment also appeared cleanly cut. The port body was patent to infusion and aspiration. The proximal catheter segment was also patent to infusion and aspiration with a leak noted at the split. A leak was noted at the split upon infusion of the second catheter segment. Aspiration was attempted but was unsuccessful. The distal catheter segment was patent to infusion and aspiration; blood was noted exiting at the three-way valve. The investigation is confirmed for the catheter fracture and migration issue. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 09/2017),g4 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port placement, a fluoroscopy examination demonstrated that the catheter allegedly broke and catheter migrated into right atrium. It was further reported that the catheter extracted via snare under local anesthesia. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is pending. (Expiration date: 09/2017).

Event description:
It was reported that approximately three years post port placement, a fluoroscopy examination demonstrated that the catheter allegedly broke and catheter migrated into right atrium. It was further reported that the catheter extracted via snare under local anesthesia. The patient status was unknown.